Event description:
"The vigilance unit of medical devices of the spanish agency of medicines and medical devices has received an incident report notified by (B)(6). Product manufactured by sol-millenium and distributed by garric medica s.l. The reference number assigned to this incident is (B)(4). Customer reported: incident description: the loading needles of the brand: sol-m of 18gx11/2`(1.2mmx40mm)ref110022 lot 05108027 when the vial is punctured, rubber particles are released inside. See attachment section for initial e-mail and compliant report from customer."